Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the measurements were off on the intraoperative aberrometer. Additional information received; this has been an ongoing issue without specifics provided. The site reports the surgeons have been using their preop plans and have not had any outcome issues.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate or confirm the reported event. As a preventative measure, the company service representative performed re-alignment of the aberrometer to the microscope. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).